Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had received a shock from the device. Upon interrogation at a follow up, the device had recorded two error codes. Code 1004, indicating a short circuit was detected during shock delivery, with a low shocking lead impedance (less than 12.5 ohms). Code 1007 indicated that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services recommended emergent device replacement, with consideration for replacing the rv lead as well. Technical services also requested device data for engineering review. No adverse patient effects were reported. The device and lead remain implanted pending resolution.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had received a shock from the device. Upon interrogation at a follow up, the device had recorded two error codes. Code 1004, indicating a short circuit was detected during shock delivery, with a low shocking lead impedance (less than 12.5 ohms). Code 1007 indicated that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services recommended emergent device replacment, with consideration for replacing the rv lead as well. Technical services also requested device data for engineering review. No adverse patient effects were reported. The device and lead remain implanted pending resolution. Additional information was received. The representative confirmed the device and associated rv lead have not been explanted and replaced yet. It was also noted that the rv lead was a competitor's product. There were not any icds in the hospital that could be used for the replacement and the procedure for purchasing a device was expected to take at least one month. The sales representative later confirmed that this device and the non-boston scientific rv lead were explanted and replaced. However, the date of the explant procedure was unknown and the sales representative would not be able to obtain that detail until the implanting physician returned from vacation. No additional adverse patient effects were reported. The explanted products were not allowed to be returned to the united states for analysis, due to current government sanctions.

Manufacturer narrative:
This report will be updated when additional information is received. This report is updated to document that the right ventricular (rv) lead was not a boston scientific product. See MDR # 2124215-2022-20037 for details on the associated boston scientific device.